Manufacturer narrative:
Initial.

Event description:
It was reported that the charging pad did not consistently charge the ilet pump, despite correct placement with the screen facing up and the belt clip removed, and replacement charging equipment was provided; this aligns with a charging problem associated with the battery charger component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem associated with the charging function and traced to the battery charger component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.